Manufacturer narrative:
No procedural delay or cancellation was reported. The event occurred at the completion of a washing cycle, no instruments were affected as a result of the reported event. The employee experienced a burn when she made contact with the rack while pulling her arm out of the washer. The user facility also stated that instead of removing the basket from the washer, the employee reached into the washer to remove each instrument by hand individually. A steris service technician arrived on site, inspected the unit, and confirmed it to be operating according to specification. The technician was made aware that the employee subject of the reported event was not wearing proper protective equipment at the time of the reported event. The steris operator manual states on page 1-1 "warning - burn hazard: wear protective gloves and face shield whenever reaching into the chamber." And on page 4-13, "leave door open to permit load to cool before removing manifolds and/or baskets." The steris operator manual also states the proper way to unload the washer within section 4.6. The technician notified user facility personnel of the proper use and operation of the reliance 444 washer.

Event description:
The user facility reported an employee burned her arm when contacting a rack in their reliance 444 washer. Medical treatment was sought and administered.